Manufacturer narrative:
D4 - the UDI number for this product code/lot number combination is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the urethane outer layer had been peeled off and rolled back. Closer inspection with the naked eye and under magnification found the proximal end of the urethane outer layer had been moved to the distal extreme location of the device. There was a bump at approximately 120mm from the distal end. Where the proximal end of the urethane outer layer is normally positioned, the metallic component was confirmed to be in its place. The portion of the urethane outer layer rolled back in the distal direction and the urethane outer layer lying under the rolled portion were found to be adhering to each other too tightly to be separated. This prevented the outside diameter of the urethane-coated segment from being measured. A review of the device history record and shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the device used in combination with the actual sample had a rigid distal end causing the proximal end of the urethane outer layer to be peeled off the core wire when the actual sample was withdrawn. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the glidewire device during a procedure. Follow up communication with the user facility confirmed the following information: anatomy was complex; terumo destination, glidecath and progreat devices were used; during deployment part of the wire dissolved; this was noticed at the end of the intervention when pulling the wire out of the body; it was reported that the hydrophilic coated polyurethane jacket had separated from the nitinol core and threaded to the tip; the damaged wire did not affect the patient; the wire was not cut off; there was no resistance felt during handling; this did not disturb the procedure; and the patient was treated as intended, no harm.